Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors were only lasting for three days. He also reported that he received a sensor error alert. The blood glucose reading was 108 mg/dl. Customer was unsure of the expiration date of the sensors. He stated that there was no damage to the connection bridge or pins. He was unable to run a test plug procedure at the time. Customer was advised to remove and replace the sensor. Nothing further was reported.